Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation to treat atrial fibrillation. After the insertion, when the dilator was removed and the sheath was aspirated, air was seen in the syringe. Thus, the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
Correction to section b5 describe event or problem. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation to treat atrial fibrillation. After the insertion, when the dilator was removed and the sheath was aspirated, air was seen in the syringe. Thus, the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is not expected to return as it was disposed.